Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported that upon examination, the iol was in the center and clear, but the iol was not intact to the posterior capsule. There was a gap in between the iol and the posterior capsule. The refractive error was correctable with eyeglasses. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested. This report was mailed to FDA on: 01/09/2009.